Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the air bubbles, it was revealed that he did not remember the event. Per hp, he has not noticed any loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No patient injury or medical intervention was indicated. No further information was provided. Correction; the following was not included in the quality engineering review that was submitted in follow-up MDR 001: patient observed air bubble running through the heater line, the cause of the air is unknown, therefore, air in heater line was not confirmed.

Manufacturer narrative:
(B)(4).this complaint for check line and bags alarm was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check line and bags alarms is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice. Per the initial report, the home patient stated he saw an air bubble running through the heater line. The technical service representative suggested there may be a problem with that bag and needed to start over. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.